Event description:
It was reported that this device was explanted due to premature battery depletion after greater than six years of implant time. The device was successfully replaced with another. There were no additional adverse patient effects.